Event description:
During a pacemaker replacement procedure, the new reply vdr started to pace properly at the programmed rate (60 min-1) as soon as ventricular lead was connected. When the atrial lead was connected, the reply vdr paced at a higher rate due to spontaneous p waves (around 115 bpm). This high spontaneous rate was triggered by medication in order to avoid using an external pacemaker. When the medication was stopped, the patient rhythm decreased progressively until 90 bpm, which was expected. However, when the physician was closing the pacemaker pocket, a significant cardiac pause was observed on the ECG. The physician checked then the relevant pacemaker parameters, no anomaly was observed. The physician would like to know the reason of the pause detected when closing the pocket.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.